Event description:
The device was originally implanted via l-p shunt to the patient with inph in (B)(6) 2011. Doi and the initial setting pressure are unknown. In (B)(6) 2015, the patient had intracranial hypotension. The surgeon tried to change the pressure from 80mmh2o to 90mmh2o, but he could not. When checking the patency of the device through contrast radiography, it was found that the lumbar catheter manufactured by other company had come off. On (B)(6) 2015, the lumbar catheter and the valve were replaced. The surgeon considers that a double string suture connecting the lumbar catheter and valve had broken by friction with bone. The patient¿s condition is good.

Manufacturer narrative:
(B)(4). It was not possible to investigate the complaint as no sample was returned for evaluation. If the sample is returned in the future, this complaint will be re-opened and evaluated. Review of the history device records was not possible as the lot number was unknown. No root cause could be determined since no sample was returned for evaluation. Based on the results of the investigation no further action is requried. Trends will be monitored for this and similar complaints. At the present time this complaint is closed. Device not available.